Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was hospitalized due to an elevated blood glucose (bg) of 1210 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was released from the hospital 4 days later with no permanent damage. Reportedly, occlusion alarms had occurred. Customer reverted to manual injections for insulin therapy.